Manufacturer narrative:
The product has been returned. However, an evaluation of the device performance is not completed. It was later reported on (B)(6) 2014, that the patient had been discharged. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line disconnected at the 3 way stopcock and that the patient incurred an infection requiring a prolonged hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No tubing disconnections or other anomalies were observed on the returned product. The drain was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).